Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-mar-2017, fse arrived at the site to address the reported event. Inspection of the device confirmed an obstruction at the top of the filter connection. Fse replaced the sample loop and performed start up. He was subsequently able to run quality control (qc) without issues. There were no further reports of leaks or errors. No further action was required by field service. The most probable cause of the reported event was due to an obstruction in the peek tubing.

Event description:
On (B)(6) 2017, the customer reported low pressure and leaking around the injection valve with their g8 analyzer. The customer stated that she believed the issue was with valve #1. She attempted to tighten the connection but the leak persisted. Then, she pulled the tubing and was unable to reconnect. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.